Event description:
Boston scientific received information that the patient began to notice that the device was moving in the pocket. He described pain under his collar bone and thought the lead was pushing on it. He said that he is a (B)(6) who uses his chest to push heavy rocks up onto the tray of trucks. The area around the pocket looked swollen and possibly infected. No further information could be obtained regarding this issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.